Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information: impact to patient: near miss, PICC replaced within a couple of hours. Medication infusing at the time: propofol.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation revealed a longitudinally aligned split between the 1cm and 2 cm depth marks. Biological residue was observed on the catheter. A functional test of flushing each lumen of the catheter with water using a 12 ml syringe was performed. A leak was observed between the 1 cm and 2 cm depth marks when flushing the white lumen, and an occlusion was noted in the lumen as dried biological residue started to protrude from the distal end of the catheter. No leaks or occlusions were observed on the red and gray lumens. A microscopic observation revealed the split appeared to be slightly curved and had smooth and flat fracture surface with clean and straight edges. The damage observed in the returned sample is characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that there is a pin size hole in the catheter where medication leaked out. No further details available or provided.